Event description:
In 2009, pt reported she was having air bubbles in the insulin cartridge when she filled the cartridge. She states she primes her infusion device and the air bubbles disappear. Pt reports she is not having the bubble issue right now, but would like to speak with a trainer. She stated she was having higher than normal readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reports she was not getting errors or alerts. She states when she primed the infusion device insulin came out of the infusion tubing. Request for add'l training was submitted. On call back about one week later, pt reports she met with the trainer who offered helpful techniques for eliminating air bubbles. She states the air bubble issue has not returned. Product was sent; no product return was requested.